Event description:
While on the call, patient mentioned they had to have a boston scientific stimulator removed because they were not approved for an MRI. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).